Event description:
A nurse reported that dull knives have been experienced. Procedure and patient involvement information is unknown. Additional information has been requested.

Manufacturer narrative:
Two knife samples were received by manufacturing in unopened blister packages. The samples were examined per facility procedure and were determined to be visually conforming. A blade penetration test was performed which resulted in a penetration values of 47.8 and 59.2 grams of force as compared to a specification of 100 grams maximum. The penetration test was determined to be conforming. The final customer lot was identified. One component knife lot was used to make up the customer's final lot. A device history record review was conducted which revealed an anomaly that did not contribute to the customer complaint. The suspect product was reprocessed and released based on the manufacturer's acceptance criteria. The lot complaint history was reviewed which indicated that this is the first complaint for the reported lot number. All visual and functional tests performed during the evaluation were conforming. A root cause cannot be determined for the complaint as described by the customer. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Non-conformances, such as blunt knives as described in this complaint, are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).

Manufacturer narrative:
A sample will be sent to the manufacturing site for testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).